Event description:
As reported by the user facility: ref.# 8713050u, serial # (B)(4), over infusion; occurred in physician office with a blinded drug study. Noticed occurrence on (B)(6) 2014, pump was set up on (B)(6) 2014. Customer does not have tubing, no pt injury known.